Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis). Product problem(s): "no information" (no information). A user facility reported thirteen cases of endophthalmitis following intraocular lens (iol) implant surgery. Ten of the thirteen cases had secondary surgeries. There are no patient identifies currently available. Additional information has been requested. There are two medical device reports associated with this event. This report is for ten patients with secondary surgeries.

Manufacturer narrative:
The products were not returned for analysis; the devices remain implanted. Product history records could not be reviewed because the reporting facility did not provide lot numbers or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).